Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2012, at 8:30pm. The patient manages her diabetes with insulin (type not specified). The patient continued to take her usual dose of medications at the time of the alleged issue. After the start of the alleged issue, the reporter claims the patient had a "seizure" but denied the patient received medical treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. There was no indication of misuse. The subject meter powers on when the power button is pressed but will not power on with test strip insertion. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.